Event description:
It was reported that the patient was having "change battery" alarms about twice a day. The patient stated that the alarms occurred on both batteries and on the mobile power unit (mpu). Log files were submitted for review and captured some low power advisories on 13may2026 while on battery power. It was later reported on 19may2026 that the patient continued to have low voltage alarms when connected to fully charged batteries and their mpu. The patient was given new batteries and battey clips, yet the issue persisted, as recorded on the heartmate touch. It was noted that the patient did have rescue tape applied to their driveline and had a history of low flow alarms when moving in certain positions. It was noted that the white cable was also loose and very easy to bend. Additional log files were submitted for review and captured low voltage advisory alarms on both the battery and mpu power. It appeared that the black system controller cable was not reading the appropriate relative state of charge (rsoc).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.